Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. The pump was received with a blank display. Unable to perform the sleep current measurement, active current measurement, self-tests and unable to download pump history due to blank display. Pump was cut open to perform visual inspection and found heavy moisture damage on the electronic assembly during visual inspection. Test p-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, stained keypad overlay, cracked battery tube threads, cracked case (battery tube). Unable to test and unable to download pump history due to blank display. Blank display due to moisture damaged electronic assembly and cracked case (battery tube) confirmed. For additional information regarding the tests performed refer to d00854230 ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged damage to the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and it was found location of the damage was at the case - battery tube side. Instructed customer to revert to backup plan per health care professional instructions and to place pump in storage mode. No harm requiring medical intervention was reported. Mmt-1886 was requested and the customer response was the device was returned for analysis.